Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient kept.

Event description:
Patient was dislocating so doctor removed parts listed and proceeded to constrained liner. It was a right hip.

Manufacturer narrative:
An event regarding dislocation involving a uhr bipolar 28x55mm was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. It is reported the patient retained the device. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, the investigation will be re-opened.

Event description:
Patient was dislocating so doctor removed parts listed and proceeded to constrained liner. It was a right hip.